Event description:
The patient was implanted in 2003. In 2005, the patient reportedly began to perceive unusual sounds and experience nausea. An MRI done on the 8th day indicated that grey matter had extruded through the patient's skull and was overlying the receiver /stimulator. The surgeon reported the initial implant surgery was unremarkable. Revision surgery was scheduled in about 3 weeks later.